Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat menorrhagia and stress urinary incontinence and mesh was implanted along with the concurrent procedures of hysteroscopy, endometrial ablation, and dilation and curettage. It was reported that following insertion the patient experienced (B)(6) 2012. Clipped both ends off of the sling because of a tear in the uterus. The mesh had severed the urethra tube and is embedded into her surrounding organs. Severed urethra tube which caused patient to urinate out of vagina which caused infections in vagina, pain in lower left side and back, had a mass in colon that ended; up being where the mesh had rubbed and caused an irritation which caused patient to have loose bowels until the mass was removed. Some mesh is still embedded in the patient. It was further reported that on (B)(6) 2011 the patient had an emergency room visit for severe abdominal and back pain. At that time they found a small tear in the uterus from the mesh. The mesh was visible through the hole(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh removal of pieces of mesh after tear in uterus and fix urethra tube in (B)(6) 2012 and removal of mass in colon and biopsy of ulcer in uterus in (B)(6) 2012.

Manufacturer narrative:
Date sent to the FDA: 10/31/2016.